Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 03.037.019, lot 9163991: manufacturing site: bettlach. Release to warehouse date: november 20, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual inspection of the returned device indicates that the device was bent, additionally, both yellow identification line-markings on the trocar head were missing. The missing epoxy was investigated and does not require any additional investigation for this defect. No other issues were observed with the returned device. Dimensional inspection of the device was performed. Dimensional inspection of the device was performed at cq. The external diameter of the device was within specification. Functional inspection of the device was performed. It is observed there is some resistance while inserting the device into the wire guide sleeve due to the bent portion of the device. Thus, the reported complaint is confirmed. The relevant drawings were reviewed during the investigation. The complaint condition was confirmed. While a definitive root cause for the reported problems cannot be determined, it is possible that the device might have encountered unintended forces. The missing epoxy was investigated. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on these results, no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection, one blade/screw guide sleeve, one 3.2mm wire guide sleeve, and one 3.2mm trocar were unable to connect together and were no longer self-retaining. There was no patient involvement. This report is for 1 3.2mm trocar. This is report 3 of 3 for (B)(4).